Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated to the 500s mg/dl (with ketones), for approximately 2 weeks. The customer addressed elevated bgs by changing out supplies. Tandem technical support educated the customer on labeling, as the customer had been changing out the cartridge every 3-4 days, instead of every 48 hours, as labeled for use with humalog.